Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving gablofen (2000 mcg/ml at 606.3 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity and cerebral palsy. On (B)(6) 2016 it was reported that at implant csf (cerebrospinal fluid) was aspirated from the side port to confirm catheter placement. The patient was placed in an abdominal binder post op and at the first post op appointment (B)(6) 2015, he did not have a significant seroma over pump and the lumbar seroma was improved. The staff at the residential care facility noted the patient still had significant spasticity and dystonia but had no other concerns at the time. The pump dose was increased to 606.3 mcg/day. No troubleshooting was done. At a routine follow up appointment on (B)(6) 2015, the staff noted that the patient had been more sedated and loose approximately one week post pump placement but after that became noticeably tighter, more agitated, and difficult to care for. His incisions were well healed and he did not have any residual seroma. Assessment by the neurosurgery pa (physician assistant) concurred that the patient was extremely dystonic. Plain x-rays of the pump and catheter were obtained and demonstrated that the catheter had backed out of the intrathecal space and coiled in the lumbar region under the incision. The pump was turned down to minimal rate and the patient was placed on oral baclofen 20 mg tid. He was scheduled for surgery on (B)(6) 2016. During the surgery it was found that in fact the catheter had backed out which the physician attributed to having had the spinal segment placed ((B)(6) 2015) prior to the pump and therefore remaining extremely dystonic until the time of pump placement ((B)(6) 2015) a month later. She also felt the seroma was a contributing factor. The coiled catheter was removed and a new spinal segment was placed. No fluid or infection was noted. The patient was restarted at 330 mcg/day. Per the surgeon on (B)(6) 2016, the patient had done very well post op and the therapy was efficacious. The issue was resolved. The patient status was reported as "alive-no injury".